Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. An early sensor expiration was observed in the data. The probable cause of the early sensor expiration could not be determined.